Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the site. The customer performed a system check and precision run after the event and all results were within specification. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 600 access immunoassay instrument (serial number (B)(4)). The original result was above the normal reference range of the assay. A repeat of the same sample on the same instrument generated a result within the normal reference range of the assay. The customer stated they re-spun the patient sample for a further ten (10) minutes, speed not specified, and completed two further repeats of the sample on the same instrument. Both repeats generated results within the normal reference range of the assay. The initial elevated access accutni+3 result was not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The sample was collected in a rapid serum tube and it was spun at an unknown speed for five (5) minutes. Customer reported no visible issues with the integrity of the sample. The customers access accutni+3 quality control results were within specification before and after the event. The customer performed a precision run after the event and all results were within specification. The customer completed a system check after the event and all results were within specification.